Manufacturer narrative:
Returned device was received in good physical condition. The pin in the rdc connector was bent. During the evaluation of the device, the reported issue was unable to be replicated. All accuracy testing was found to be within the published parameters. The expulsor was trimmed to bring the delivery into more nominal of a range. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump needs service and repair. The pump was reported to be over infusion. The issue occurred without a patient present. There were no reported adverse events.